Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Corrections- b1, h6 results and conclusion, device code. The reported event could be confirmed with the help of medical documents received. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿improper selection, placement, positioning, and fixation of the prosthetic components may result in unusual stress conditions and a subsequent reduction in service life of the prosthetic component. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone.¿ formal medical opinion was sought from an experienced independent medical expert as below; "I agree in the fact that the tibial component is not well aligned to the distal tibial axis, which can be called a technical surgical error. It is also a wise decision of the surgeon to recognize the imperfect placement of the implant, since timely revision will prevent unnecessary further migration and bone loss." Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to not perfectly aligning tibial component to the distal tibial axis. The medical expert opinion also states that "the tibial component is not well aligned to the distal tibial axis, which can be called a technical surgical error." If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device not returned

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to incorrect posterior slope of the tibia.